Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed, as the status light turned orange for a few seconds and then turned off. - in depth analysis revealed that the observed issue most probably resulted from an issue with the network module. - based on available data, it is suspected that this event is linked to a hardware issue. However, the root-cause could not be determined with certainty.

Event description:
Reportedly, the home monitor no longer turns on.

Event description:
Reportedly, the home monitor no longer turns on.